Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgnf142 showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported by the customer "that the tubing right above the needle on the safesite huber needle cracked"